Event description:
The patient¿s pump was infected. They reported feeling low energy. They did not have a fever. The site was draining a clear pinkish fluid. Cultures were positive for gram-positive cocci, though the organism was not identified. Their pump was replaced. The patient was taking keflex four times a day. The medications infused were dilaudid, fentanyl, and bupivacaine. The representative further noted that the patient was treated with antibiotics. The patient was doing fine after the explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from the healthcare provider (hcp) via a clinical study indicated that the patient had redness and draining at the pump pocket site. At examination redness was noted with no warmth or active drainage. Aspiration of the pump pocket was performed and 2 ml of reddish fluid that looked like hemolyzed blood was found. The issue resolved without sequelae on (B)(6) 2014. No further complications have been reported as a result of this event.